Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead had dislodged one day post implant. Pacing impedance measurements at implant were 1000 ohms and during the revision procedure were 1500 ohms. The lead was successfully repositioned and remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.